Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, chronic") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted). It was reported that she had product in place. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2015: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic, pelvic pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dizziness ("dizziness"). In 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headache"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, bacterial vaginosis, cystitis, urinary tract infection, headache and dizziness outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, cystitis, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted). (B)(6) 2015 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2015: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: plaintiff fact sheet received. Events added from pfs- dizziness, dyspareunia (painful sexual intercourse), infection (bladder / urinary tract / vaginal) - type: bacterial vaginosis. Onset date of event genital haemorrhage, pelvic pain, dysmenorrhoea were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headache"). The patient was treated with surgery (esssure removal). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis, urinary tract infection and headache outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted). (B)(6) 2015 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2015: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. New reporter added. New event added: headaches. Removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/ vaginal)"), cystitis ("infection (bladder/ urinary tract/ vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, chronic") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted). It was reported that she had product in place. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2015: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-aug-2020: pfs received. New events infection (bladder/ urinary tract/ vaginal) was added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.